Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now and low battery alert. The customer's blood glucose level was 7.2 mmol/l at the time of incident. The customer reported reoccurring alarm. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. However, device received with corroded battery tube. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No low battery alert or replace battery now alarm noted during testing or in the device trace download.